Event description:
The connector was connected to the laser and the laser settings were set and confirmed. When the surgeon started the laser, the wire sparked. Wire was removed and another connector from a different lot was used without incident.